Event description:
It was reported that the patient's hip was revised due to weakness and pain.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding pain involving an adm liner was reported. The event was not confirmed. Insufficient information was received for review with a clinical consultant. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of device, operative reports, xrays, patient history and follow-up notes are needed to investigate this event further.

Event description:
It was reported that the patient's hip was revised due to weakness and pain.

Manufacturer narrative:
Additional devices listed in this report: cat # 626-00-42e, lot # 42581301, description: modular dual mobility insert. Cat # 6260-9-228, lot # 39828301, description: 28mm +4 lfit v40 head. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the devices are not available because they were retained by the surgeon. Additional information has been requested and if received, will be provided in the supplemental report. Not returned.